Manufacturer narrative:
The complaint device was resterilized through stryker sustainability solutions' open-but-unused process. A physical inspection of the device determined that the hydrophilic coating (purple in color) was flaking off the outer sheath wall. According to the original manufacturer's (om) indication for use (IFU): "to minimize resistance during advancement, ensure the hydrophilic coating on the dilator and sheath is activated with saline or sterile water prior to placement. Do not bend or kind the catheter prior to placement, to do so could damage the integrity of the catheter and result in patient injury. If resistance is encountered during advancement or withdrawal of the catheter, stop. Do not continue without first determining the cause of the resistance and taking remedial action. Do not advance the sheath without the dilator in place, to do so could cause injury to the patient." The potential root causes include: flaking shaft material due to removal of the hydrophilic coating as a result of processing. Flaking shaft material due to an om defect. Flaking shaft material due to inspection processes used during processing. The DHR supports that the device was manufactured/processed according to specification and internal procedures state that all devices are inspected under a magnification lamp for visible damage or defects and instructs for proper handling of devices during inspection in order to avoid any potential damage. However, it is possible the alcohol wiping performed during the processing of open-but-unused devices may have facilitated the degradation of the hydrophilic coating. Based on the number of maude reports for the om, an om defect cannot be excluded.

Event description:
It was reported that the navigator ureteral access sheath "dissolved in the patient. The wire was left, but the outer sheath flaked off during surgery". Irrigation was used to flush the sheath particles out of the patient. The procedure was completed successfully. There were no adverse consequences as a result of this event.